Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and pressure testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the event could not be determined, as the reported condition could not be duplicated during testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink blood recipient set leaked when attempting to administer plasma to the patient. The nursing staff believed there was a leak in the tubing because the tubing kept filling despite being clamped off. There was no patient injury or medical intervention associated with this event. No additional information was available.